Event description:
It was reported that the surgeon inserted a competitor's lens, but the trailing haptic was caught/trapped in the cartridge and the lens optic was torn. There was pt contact. Another same type lens was implanted and the incision was sutured. The surgeon felt the cause of the lens tear was due to the injector plunger overriding the lens. The pt's current prognosis is good.